Manufacturer narrative:
The device was not evaluated as there was no allegation of device malfunction. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency or malfunction contributed to this adverse event. Investigation results suggest/indicate the cause for the embolization was considered to be due to poor coaxiality and alignment between the delivery system and the surgical valve because of poor imaging. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29 mm sapien 3 valve within a non-edwards surgical valve in the mitral position, the tavr valve embolized into the left atrium. Then patient was converted to surgery and the sapien 3 valve was removed. A new sapien 3 valve was implanted within the surgical valve in open view with good results. At the time of the report the patient was stable. The cause for the embolization was considered to be due to poor coaxiality and alignment between the delivery system and the surgical valve because of poor imaging.

Manufacturer narrative:
Common device name and product code was corrected in this report.

Manufacturer narrative:
A corrected supplemental report is being submitted. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to atrial embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e. Minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The device was returned to edwards lifesciences for evaluation. During visual inspection it was observed the frame appeared distorted/bent and there were multiple exposed struts, however, it was considered likely due to device explant. All the leaflets were dehydrated and wrinkled. The frame was x-rayed and no cracks were observed. No other abnormalities were observed. Due to the returned condition of the valve (distorted frame), no dimensional or functional testing was performed. The sapien 3 with certitude delivery system is not intended for mitral valve-in-valve replacement in europe. Additionally, it was reported that the embolization of sapien 3 was caused by poor coaxiality and alignment between the delivery system and the surgical valve because of poor imaging. Per the training manual, inaccurate positioning of the thv could lead to embolization. As such, available information suggests that procedural factors (poor coaxiality and alignment between the delivery system and the surgical valve because of poor imaging) may have contributed to the reported event. During manufacturing, the in-process sapien 3 valve is 100% inspected for manufacturing defects before valve holder attachment and after valve holder attachment. The frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch and any deformation. The device is 100% dimensionally inspected and 100% visually inspected for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to no returned imagery showing the valve embolization into the atrium, the complaint for ¿valve embolization into atrium¿ was unable to be confirmed. No manufacturing non-conformities were identified during evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the december 2017 control limits for applicable trend categories, no corrective or preventative action is required at this time. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate the cause for the embolization was considered to be due to poor coaxiality and alignment between the delivery system and the surgical valve because of poor imaging. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During visual inspection it was observed the frame appeared distorted/bent and there were multiple exposed struts, however, it was considered likely due to device explant. All the leaflets were dehydrated and wrinkled. The frame was x-rayed and no cracks were observed. No other abnormalities were observed. Due to the returned condition of the valve (distorted frame), no dimensional or functional testing was performed. The sapien 3 with certitude delivery system is not intended for mitral valve-in-valve replacement in europe. Additionally, it was reported that the embolization of sapien 3 was caused by poor coaxiality and alignment between the delivery system and the surgical valve because of poor imaging. Per the training manual, inaccurate positioning of the thv could lead to embolization. As such, available information suggests that procedural factors may have contributed to the reported event. During manufacturing, the in-process sapien 3 prime valve is 100% inspected for manufacturing defects before valve holder attachment and after valve holder attachment. The frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch and any deformation. The device is 100% dimensionally inspected and 100% visually inspected for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to no returned imagery showing the valve embolization into the atrium, the complaint for ¿valve embolization into atrium¿ was unable to be confirmed. No manufacturing non-conformities were identified during evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Available information suggests that procedural factors (poor coaxiality and alignment between the delivery system and the surgical valve because of poor imaging) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2017 control limits for applicable trend categories, no corrective or preventative action is required at this time.